Event description:
It was reported that during a generator change out unrelated to the rv lead, externalized conductors were observed. Increase lead impedance still within range was noted. Patient will continue to be monitored.

Manufacturer narrative:
(B)(4).